Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Part returned to MFR on (B)(6) 2011, not received at the time of this report. Replacement part shipped to site on (B)(6) 2011.

Event description:
A medtronic rep reported reduced passive volume related to a stealthstation psu (positioning sensor unit or camera). There was no pt present.